Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite w/ capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon loading the device, the dart detached outside the patient. The procedure was completed with another uphold¿ lite. W/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The condition of the returned device confirmed the event. Analysis of the returned uphold lite w/ capio slim revealed that the suture on the blue with white stripe dilator was broken. The dart was located behind the cage of the capio slim. There was a small amount of suture attached to the dart. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon loading the device, the dart detached outside the patient. The procedure was completed with another uphold lite. W/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.